Manufacturer narrative:
(B)(4). The insulin pump was received with intermittent button response due to flattened (escape, act and up) button dome switch (no crease). No button error alarm and no unlocked j2/lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify communication anomaly due to buttons not responding. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that insulin pump that was damaged. The customer blood glucose level was 180 mg/dl. The customer was assisted with troubleshoot for bg received from meter/unable to connect. The customer states that having issues with meter sending blood glucose reading over to her pump. The insulin pump will be returned for analysis.